Manufacturer narrative:
On receipt of the order the specific requirements were confirmed by customer services by phone. The customer service representative enquired which trial heads were required. Prior to dispatch the territory manager was notified by customer services that, due to back orders the above items would not be available. Siw did not communicate to the surgeon that the back ordered items would not be available or confirm with the surgeon that the kit being dispatched without these items would be suitable for the planned surgery. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
It was reported that a booking was received from the hospital requesting the mets pf kit together with a range of femoral head options. The kit was dispatched without the 36mm heads and a trochanter plate. The surgeon ideally wanted to use both these items and so was unable to do so. He modified the operation and used an alternative modular head (32mm). Instead of the trochanter plate he used heavy gauge suture material to attach the trochanter to the prosthesis. This is a supplemental report to 3004105610-2016-00104 (B)(4).

Manufacturer narrative:
The surgery was completed successfully. An investigation is being performed in an attempt to identify the cause of the event. Ncr 060 has been raised to address this event further. A supplemental will be submitted on completion of the investigation.

Event description:
It was reported that a booking was received from the hospital requesting the mets pf kit together with a range of femoral head options. The kit was dispatched without the 36mm heads and a trochanter plate. The surgeon ideally wanted to use both these items and so was unable to do so. He modified the operation and used a alternative modular head (32mm). Instead of the trochanter plate he used heavy gauge suture material to attach the trochanter to the prosthesis. Ref: (B)(4).